Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated customer complained that the pump occurred pump error 23 (post-reset ram crc alarm ). Pump error 75 (trace check error) and pump error 49 (history pointers failed. The history pointers are corrupted).troubleshooting was performed and customer was able to rewind pump , clear alarm and self test did not pass. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. Pump failed the self-test and triggered pump error 75. No unexpected pump error 23 noted during test. Unit successfully downloaded to thump. Verified pump alarmed normal pump error 23 after battery removal on 08/11/2023 15:36:04.000 in pump downloaded history. No unexpected pump error 23 alarms listed in the pump downloaded history. However, confirmed pump error 49 in the pump history download on 08/11/2023 15:35:32.000 due to moisture damage to pcb1 and pcb2 boards as per global logic analysis esf3848525. Confirmed pump error 75 in the pump history download on 08/11/2023 19:27:21.000 due to xxx as per global logic analysis esf3926737. Pump was cut open to perform visual inspection and found moisture damage on pcb1, pcb2, motor assembly, lithium backup battery, and force sensor. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No pump error 23 noted during test and confirmed no unexpected pump error 23 alarms listed in the pump downloaded history. Pump failed self-test and confirmed pump error 75 in the pump history download due to moisture damage to pcb1 and pcb2 boards. Confirmed pump error 49 in the pump history download due to moisture damage to pcb1 and pcb2 boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.